Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp screen distorted when it is turned on, pump not stopped and the display is unclear. It was found before use and no personal injury occurred.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes).

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found a screen cable connection to be loose. Reconnecting the cable resolved the issue. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.